Event description:
Pt reports receiving defective supplies, specifically mentioning syringes and infusion sets, and requested replacements. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Diagnosis for use: pulmonary arterial hypertension. Pt: 4582. Device: 2588. Ref: mw5189460.